Event description:
Report received from the USA stating that the device heated up after 30 seconds without burn/attachment attached. The device was not being used during surgery. No user or pt injuries were reported. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).